Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator. An allegation of premature battery depletion had been made. Another crt-d was successfully implanted. No adverse patient symptoms were reported.